Manufacturer narrative:
This patient information is unknown. (B)(4). The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a revision surgery on (B)(6) 2018, when the surgeon tried to remove the screw, it could not be removed. Thus, the surgeon cut the screw head, and removed the screw somehow. Reason for revision surgery is captured under related complaint (B)(4). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Explant date: updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Please note, this DHR review is for sterilization procedure only: part: 412.212s; lot: l718209; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: january 08, 2018; expiry date: december 01, 2027 non-sterile 412.212 / l636033 was manufactured in mezzovico; release to warehouse date: november 06, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: cq zuchwil; selected flow: 2. Device interaction/functional visual inspection: the visual inspection shows that the head of the screw was cut off and therefore, it is missing. The locking hole of the plate is also completely damaged as a result of the forcible removal procedure by cutting the screw head and afterwards removing the plate and the screw. It seems that the locking screw was jammed into the plate which caused the problems during removal. Therefore, this complaint is confirmed and the received condition agrees with the complaint description. We have to assume that high mechanical force (moving of the parts) while in-situ may have caused friction which finally ended in jamming of the devices. Functional test: as the parts were completely damaged during the removal procedure, no functional test is possible. Dimensional inspection: no measuring is possible at the relevant dimensions as the part is cut and missing. Document/specification review: the investigation has shown that the cause of the complained malfunction is a post-manufacturing caused and use related damage at the devices, therefore no drawing/specification review is needed. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.